Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This mre review is for sterilization procedure only. Part: 04.004.340s. Lot: 2l43645. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: november 21, 2018. Expiry date: november 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 04.004.340. Lot: 2l12906. Manufacturing site: (B)(4). Release to warehouse date: november 5, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient had a post-op infection. The implant procedure was performed on (B)(6) 2019, after two (2) or three (3) months, it was noted that the patient had an intramedullary infection. The patient will be schedule for a surgery to remove the device, at this time the date for remedial surgery is unknown. The patient was admitted to the hospital and was reported as stable. Concomitant devices reported: screws: nail distal locking (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1). This report involves one (1) 9mm ti cannulated tibial nail-ex/300mm-sterile. This is report 1 of 3 (B)(4).